Event description:
Generator analysis was approved on (B)(4) 2014. The reported ¿failure to program¿ allegation was not duplicated in the pa lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator was at a distance of one-inch (spacer block) from the programming wand. The pulse generator interrogated at all orientations. The reported end of service allegation was duplicated in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccum consumed memory locations revealed that 95.052% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the vns patient underwent generator replacement surgery due to end of service on (B)(6) 2014. The generator was suspected to be at end of service because it reportedly could not be interrogated prior to replacement surgery. During the replacement surgery, the vns patient¿s new device was tested with the existing lead and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms). The lead was replaced during the same procedure. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. The high lead impedance will be captured in manufacturer report # 1644487-2014-00753.

Manufacturer narrative:
Review of the available programming and diagnostic history.